Event description:
It was reported the system displayed fatal errors and would not allow fluoroscopic x-ray to be produced. No x-ray. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the sys and reloaded software. The sys operates as intended.